Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reseated the connector on the high-resolution stereo viewer (hrsv). The hrsv displayed normally. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon side console's (ssc) high resolution stereo viewer (hrsv) had no image in the right eye. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended hard power cycling the system and reseating the blue fiber cable, but the issue remained. The site converted to another da vinci system. There were no reports of patient injury. Isi received the following additional information via follow-up: the system did not present any faults when initially powered on.